Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass through the vasculature due to patient's anatomy.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was going to be on an impella 5.5 for mechanical circulatory support. During delivery, the device would not cross through the innominate artery. The physician decided to remove the device and replaced it with an impella cp. No further information is available.